Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the colonovideoscope had a bruised spot at 20 centimeters (cm) and the bending wheel was stiff. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the auxiliary channel had white foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a stiff wheel was confirmed, due to damage on up/down (u/d) knob, u/d knob did not move smoothly. The allegation of a bruised spot was confirmed, due to the connecting tube being deformed. In addition to evaluation in b5, the air/water cylinder had no color. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The suction cylinder had no color. The switch button 1 had a cut. The scope connector cover unit was deformed. The objective lens had a crack. The light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.